Event description:
Device malfunction: device #1 partial stent deployment; entangled. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a procedure of a moderately calcified right superficial femoral artery, an attempt was made to deploy the xceed stent overlapping a just deployed dynalink stent. The xceed stent delivery system (sds) started to deploy when the physician heard a "snap" sound; the thumb knob "sprung back" and was free spinning. The physician pulled back the sds and snagged the xceed on the dynalink; he pushed forward and tried to free the xceed. He proceeded to forcefully pull and xceed and dynalink stretching the dynalink's distal end of successfully freed the end of the dynalink. He pulled the xceed into the 6f sheath where it became stuck. The physician pulled on the xceed handle and it "broke off". He removed the handle, then removed the sheath with the xceed stent. A new sheath was placed in the anatomy and a fox plus balloon catheter was used. The dynalink stent had comeback close to placement and "sprung back into place" a second xceed stent was attempted with the same result of partial deployment and could not be moved. The physician used a wire cutter and cut the handle from the sds distal to the handle and manually deployed the stent in the target lesion. The sds was removed from the anatomy without issue. A dynalink and an omnilink stent were deployed uneventfully to complete the procedure. The patient condition was reported as stable throughout the procedure and "doing fine" post procedure. No additional info provided.

Manufacturer narrative:
(Excessive force used; not indicated for use in superficial femoral artery). The device is expected to be returned for investigation. It has not yet been received. Device #2 xceed stent system is being filed under separate manufacturer's report number.